Event description:
Customer's caregiver reported device = 189 mg/dl at 11p.m. Caregiver stated the customer was showing signs of low blood glucose ("out of it"). Caregiver retested on another device and result = 38mg/dl. Customer was given orange juice with sugar. Level one control was out of range but level two was in range. A request was made for return product and replacement product was sent.